Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, stent damage occurred. The 99% stenotic lesion was located in the moderately calcified and severely tortuous left circumflex artery. The physician advanced the 3.0x28mm taxus liberte stent to the lesion, but was unable to cross. Upon removal, damage to the stent strut was observed. There were no patient complications. The procedure was completed with another 3.0x28mm taxus liberte stent. Patient's status is reported as "no problem".

Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.